Event description:
It was reported that the pump exhibited a motor rate error. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed a major crack on the bottom case by the right rubber foot. A review of the event history log identified motor not running. During functional testing using the occlusion test, the reported issue of motor not running was unable to be duplicated. The combination of old style motor bracket, worm gear, leadscrew and clutch halves were found little worn out which is causing the motor not running intermittently. The root cause of the problem was related to normal wear of the pump as it is over 13 years old. Replaced motor bracket, worm gear, leadscrew and clutch halves. (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).